Event description:
The consumer was alledgedly found deceased in their apartment sitting on the floor with their back against the bed and their head and neck was leaning on the lower rung of the bedrail.